Event description:
Patient had an acdf fusion at c4-c6 on (B)(6) 2008. Patient was returned to operating room on(B)(6) 2012 for removal of hardware at c4-c6. Patient wanted this hardware out, surgeon noted this area was healed. During this removal, the threaded tip of the extraction screwdriver bent, then broke after pressure was exerted with the tip not seating properly in the screw, piece was retrieved. Surgeon decided to revise patient to another adjacent level fusion at c6-t1. The procedure was completed successfully. This is 4 of 8 reports.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation is ongoing.